Manufacturer narrative:
Evaluation code method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Summary: based on the electronic history file eval, the software incorrectly cleared a low battery warning, as addressed in recall. Also, service/maintenance of the device was not followed, according to the manufacturer's recommendations.

Event description:
It was reported that during a rescue attempt, the device cancelled a shock and then reported a replace battery pack message. The pt was then transferred to another device and it was reported that the pt involved in the incident survived.